Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6)2014, product type: extension. Product ID: 3389s-40, lot# va0mm43, implanted: (B)(6)2014, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v561214, implanted: (B)(6)2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2010, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the consumer and the consumer themselves reported that they've had three deep brain stim ulator (dbs) devices and they "are not working." The patient's tremors were getting worse and they had not been to the doctor until three days prior. The patient's hcp had reportedly stated that they had "done all [they] could do." The hcp had reportedly given up on programming. No interventions, potential causes, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: essential tremor movement disorders